Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan (lfs) (B)(4) alleging that the onetouch verio iq meter is giving inaccurate high reading of 10.5 mmol/l (189 mg/dl) compared to normal readings/feeling. The patient's diabetes is managed with self adjusting insulin. Based the alleged blood glucose, the patient reportedly took according to his sliding scale. Subsequently, he developed symptoms described as "weak and shaky." He was able administered self treatment with food/drink at the time of concern. Troubleshooting revealed the unit of measurement was correct at the time of concern. The patient did not have any control solution to run a quality check on the lfs system. The lfs products were requested back for investigation. The complaint is being reported because the patient had symptoms that can be suggestive of hypoglycemia after she took insulin on the alleged inaccurate high reading on the lfs meter and test strips.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.